Manufacturer narrative:
The impella cp ha snot been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for cardiomyopathy. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed limb ischemia while on impella support. As a result, a reverse stab from ECMO was performed. Subsequently, the patient developed sepsis and as a result bactericide was administered. Access site bleed was also noted. Pressure hemostasis was performed, and blood products were administered, amount unknown. No further information was provided.

Event description:
On (B)(6) 2021 it was reported the patient experienced hemolysis which was treated by adjusting the axillary level. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the limb ischemia, hemolysis, infection and access stie bleeding have been completed. No data logs were provided for review and no product was returned for evaluation. The root cause of the hemolysis was unable to be determined as no product was returned for evaluation and no further information was provided. The cause of the limb ischemia was most likely the condition/size of the patient vessel as it was reported that the patient was on high doses of pressors, and no other devices were inserted on the patient's left leg (impella insertion site). The infection/sepsis was determined to be unknown/unrelated to impella. The impella device was confirmed to have been sterilized under validated conditions. The cause of the access site bleeding was not determined and the relation to impella was determined to be unknown as it was reported that the reason for the blood transfusion could not be attributed to a specific device. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: hemolysis. Impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. As noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. As noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. As noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. As noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ infection/sepsis. Impella 5.5 with smart assist for use during cardiogenic shock & cp with smart assist section: table 3.2 impella catheter components as noted in the impella IFU ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. As noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ limb ischemia. Impella cp with smart assist system. Section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ access site bleeding. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. As noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.